Manufacturer narrative:
This device is available for testing and evaluation, however it has not been received yet. Additional information, including product history review is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an intravascular ultrasound (ivus), the 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) ruptured and leakage was confirmed from the shaft. There was no reported patient injury. A contralateral approach was made from the superficial femoral artery, and an unknown guide wire crossed the 15 cm. Chronic total occlusion (cto) lesion. The saber balloon was inflated, a balloon popping was heard, and the deflated balloon was removed with the non-cordis guiding catheter. Leakage was confirmed from the shaft. A smart stent was implanted, and the procedure was completed successfully. The product was clinically used, and it will be returned for analysis. Additional information has been received. There was no difficulty removing the product from the hoop, and there was no difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain (B)(6) pressure). Additional investigational questions were answered as unknown.

Manufacturer narrative:
During an intravascular ultrasound (ivus), the 155 cm. Saber 5 mm. X 15 cm. Balloon catheter (bc) ruptured and leakage was confirmed from the shaft. There was no reported patient injury. A contralateral approach was made from the superficial femoral artery, and an unknown guide wire crossed the 15 cm. Chronic total occlusion (cto) lesion. The saber balloon was inflated, a balloon popping was heard, and the deflated balloon was removed with the non-cordis guiding catheter. Leakage was confirmed from the shaft. A smart stent was implanted, and the procedure was completed successfully. There was no difficulty removing the product from the hoop, and there was no difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure).   A non-sterile saber rx 5 mm x 15 cm 155 cm catheter was received for analysis coiled inside a plastic bag. The balloon was received partially deflated. Per visual analysis, no other anomalies were observed at naked eye on the returned device. A .018¿ lab sample guide wire was inserted via tip through the unit. Then, water was applied to the catheter and balloon successfully inflated. However, a leak was observed on shaft of unit at 48.0 cm from hub. No other anomalies found. Per microscopic analysis, the unit was observed under vision system. The external surface on shaft of unit at leakage area presented a pinhole and evidence of scratches and abrasion marks. Scratches and abrasion marks could be related to the pin hole observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17366518 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.   The reported ¿body/shaft- burst - in patient¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the issue could not be determined. Based on the information provided, lesion / procedural factors may have contributed to the burst reported as evidenced by scratches and abrasions surrounding the leakage area. According to the instructions for use (IFU), ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device has been returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.